Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump had a blank screen and constant beeping. Per reporter there was no patient involvement. No adverse effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device. The fault was confirmed. The pump was alarming and would not power up. The source of the problem was found to be the microprocessor unit board and it will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.